Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been four other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, the intraocular lens (iols) were clear before the injection and thinks that the fibers at the back surface of the iols are from the cartridge. No more information available. There are two medical device reports associated with this patient. This report is associated with the left eye.